Event description:
It was reported that the device had returned battery measurements of 1.89 volts and 2.4 volts and that this is below elective replacement indicator (eri) but eri has not been triggered. The physician decided to replace the device as the patient is pacing dependent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and indicated low telemetered battery voltage. On (B)(6) 2010, the battery voltage with telemetry was 2.44v and the daily measurement was 2.85v.

Event description:
It was reported that there was variability on the nightly battery voltage measurements, and that the device was giving low voltage measurements. The device is still in use. No patient complications have been reported as a result of this event.